Manufacturer narrative:
(B)(4). Date sent: 10/22/2021. Additional information was requested and the following was obtained: did the white tissue pad break off? A small part fell off the edge of the white tissue pad . Is the white tissue pad completely missing from the clamp arm of the device? A small part fell off the edge of the white tissue pad , but the whole piece did not fall off completely . Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Batch #: u95a1w. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the white tissue pad break off? Is the white tissue pad completely missing from the clamp arm of the device? Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified as part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during an unknown procedure the white tissue pad was missing. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.